Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: >7.5, lab: 2.1. One hour elapsed between tests. Therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Complaint indicates customer had greater than 7.5 inr. Inratio meter measures inr range from 0.7 - 7.5 inr. These high results may be caused by several technique or pt-specific issues. No indication of these issues were reported by the customer. Correlated lab result reported as 2.1 inr. Unable to perform more specific accuracy analysis since the reported inratio result exceeded the measurable range of the meter. Further testing is required. No product associated with the complaint is expected for return. Exhaustive in-house testing on the reported lot has left no remaining strips for testing. Previous testing performed gave the following result: (B)(6). All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: as reviewed on 05/25/2012 100 discrepant results complaints were reported for lot #264079 yielding a complaint rate of 0.0917%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code me4ma which brick lot number 257194 was assigned and packaged into strip lots 264079 and 264480. One hundred seventeen total discrepant complaints have been reported for lot #264079 and 264480 yielding a complaint rate of 0.047%. Due to this low occurrence rate, below the total complaint action threshold of 0.07% corrective action is not required at this time.